Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an angiography post-bricker's procedure, neobladder procedure, the tip of the catheter detached within the neonatal patient. The physician had acquired vascular access and during catheter manipulations over the wire, the catheter tip detached. Several unsuccessful attempts to retrieve the foreign body from the patient had been tried. The decision was made to leave the foreign body within the patient until it could be surgically removed during a follow up surgery scheduled for the patient on a later date.

Manufacturer narrative:
The suspect device has been returned for evaluation. The complaint is confirmed. The root cause is attributed to the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Corrective actions are in process.